Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the legal manufactures final investigation. New information was added to the following fields: b3, d8, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The lm reviewed the customer-provided cds processes; however, no information was obtained that could be used to determine deviations from the information for use (IFU). The hygiene microbiological investigation report indicated the channels of the scope were cultured, and no bacteria were detected. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The user facility provided the following result of the culture test: sampling date: (B)(6) 2024. Sampling from: not clear. Cfu: unknown. Bacterial identification: serratia marcescens/ureilytica. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu:>100 cfu/endoscope(>75 cfu/100ml). Bacterial identification:champignons filamenteux, bacillaceae. The results of the culture test at a third-party institution sampling date: (B)(6) 2024. Sampling from: forceps channel. Cfu:<1 cfu/endoscope(<1 cfu/100ml). Bacterial identification:n/a. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu:<1 cfu/endoscope(<1 cfu/100ml). Bacterial identification:n/a. Sampling date: (B)(6) 2024 sampling from:air/water channel. Cfu:<1 cfu/endoscope(<1 cfu/100ml). Bacterial identification:n/a. Sampling date: (B)(6) 2024 sampling from: sub-water channel. Cfu:<1 cfu/endoscope(<1 cfu/100ml). Bacterial identification:n/a. Sampling date: (B)(6) 2024. Sampling from total. Cfu:<1 cfu/endoscope(<1 cfu/100ml). Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the information for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for seratia marcescens/ureilytica. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.